Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: h6- ec method code desc - 1: device not returned (4114) h6- ec results code desc - 1: changed to no findings available (3221) h6- ec conclusions code desc - 1: changed to known inherent risk of device (22) h10- added summary of investigation investigation-evaluation: no device was returned to cvi, therefore a physical investigation could not be performed. The complaint/event entered into trackwise: "study protocol 16-04: cardiac avulsion or tear" per provided complaint information within trackwise: "study patient enrolled in the release: transvenous lead removal using the cook evolution® lead extraction system post-market clinical study (protocol 16-04, patient 1680110): cardiac avulsion or tear on (B)(6)2019 the patient had 1 implanted lead removed from the right ventricle due to lead failure/malfunction. The evolution® rl controlled-rotation dilator sheath set (9f), bulldog¿ lead extender, evolution® rl controlled-rotation dilator sheath set (11f), liberator® beacon® tip locking stylet, and one-tie® compression coil were used. The ¿cook evolution device was used to apply traction and extract the rv lead. This was accomplished with 9fcook evolution and then 11f evolution.¿ the ¿rv lead was extracted with usual amount of traction and removed from the body without difficulty.¿ shortly after removal, the patient experienced a rapid map (mean arterial pressure) drop and hemodynamic collapse. Thoracotomy and surgical exploration were performed. A tear of the svc/ra (superior vena cava/right atrium) junction and a small self-resolved rv (right ventricle) apex perforation were noted. Repairs were performed and the patient¿s hemodynamics improved rapidly. The lv (left ventricle) lead was removed with the chest open without complications. The site indicated this event was causally related to both the study product and the study procedure and noted that ¿the removal of the rv lead was difficult going across the svc/ra junction, which was the suspected site of the tear.¿ the device history record was unable to be reviewed due to the unknown lot number. A risk assessment will be performed per qera 200306.1 and documented in the complaint summary tab of trackwise. Per IFU (d00078684 rev002): "if excessive scar tissue or calcification prevents safe advancement of sheathes, consider an alternate approach.", excessive force with sheaths, including the evolution or evolution rl controlled-rotation dilator sheath set used intravascularly may result in damage to the vascular system requiring surgical repair.", and "catheter/lead removal devices should be used only by physicians knowledgeable in the techniques and devices for catheter/lead removal." This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Study patient enrolled in the release: transvenous lead removal using the cook evolution® lead extraction system post-market clinical study (protocol 16-04, patient 1680110): cardiac avulsion or tear on (B)(6)2019 the patient had 1 implanted lead removed from the right ventricle due to lead failure/malfunction. The evolution® rl controlled-rotation dilator sheath set (9f), bulldog¿ lead extender (lr-led01), evolution® rl controlled-rotation dilator sheath set (11f), liberator® beacon® tip locking stylet (lr-ofa01), and one-tie® compression coil (lr-ote-n) were used. The ¿cook evolution device was used to apply traction and extract the rv (right ventricle) lead. This was accomplished with 9fcook evolution (lr-evn-9.0-rl) and then 11f evolution (lr-evn-11.0-rl).¿ the ¿rv (right ventricle) lead was extracted with usual amount of traction and removed from the body without difficulty.¿ shortly after removal, the patient experienced a rapid map (mean arterial pressure) drop and hemodynamic collapse. Thoracotomy and surgical exploration were performed. A tear of the svc/ra (superior vena cava/right atrium) junction and a small self-resolved rv (right ventricle) apex perforation were noted. Repairs were performed and the patient¿s hemodynamics improved rapidly. The lv (left ventricle) lead was removed with the chest open without complications. The site indicated this event was causally related to both the study product and the study procedure and noted that ¿the removal of the rv lead was difficult going across the svc/ra junction, which was the suspected site of the tear.¿

Manufacturer narrative:
Product code: dxe. Concomitant products: evolution® rl controlled-rotation dilator sheath set (lr-evn-9.0-rl), bulldog¿ lead extender (lr-led01), evolution® rl controlled-rotation dilator sheath set (lr-evn-11.00-rl), liberator® beacon® tip locking stylet (lr-ofa01), one-tie® compression coil (lr-ote-n). PMA/510(k): k141148. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
Study patient enrolled in the release: transvenous lead removal using the cook evolution® lead extraction system post-market clinical study (protocol 16-04, patient 1680110): cardiac avulsion or tear. On (B)(6) 2019 the patient had 1 implanted lead removed from the right ventricle due to lead failure/malfunction. The evolution® rl controlled-rotation dilator sheath set (9f), bulldog¿ lead extender (lr-led01), evolution® rl controlled-rotation dilator sheath set (11f), liberator® beacon® tip locking stylet (lr-ofa01), and one-tie® compression coil (lr-ote-n) were used. The ¿cook evolution device was used to apply traction and extract the rv lead. This was accomplished with 9fcook evolution (lr-evn-9.0-rl) and then 11f evolution (lr-evn-11.0-rl).¿ the ¿rv lead was extracted with usual amount of traction and removed from the body without difficulty.¿ shortly after removal, the patient experienced a rapid map (mean arterial pressure) drop and hemodynamic collapse. Thoracotomy and surgical exploration were performed. A tear of the svc/ra (superior vena cava/right atrium) junction and a small self-resolved rv (right ventricle) apex perforation were noted. Repairs were performed and the patient¿s hemodynamics improved rapidly. The lv (left ventricle) lead was removed with the chest open without complications. The site indicated this event was causally related to both the study product and the study procedure and noted that ¿the removal of the rv lead was difficult going across the svc/ra junction, which was the suspected site of the tear.¿